Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the attempted implant, both the atrial lead and ventricular lead had pulled back. The physician disconneced and repositioned the leads. When reconnecting the atrial lead, the physician noticed that there was no atrial set screw. The device was not used and a new device was implanted. The leads were connected to the new device and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.